Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that nearly all of their lasik patients experienced pain two to three hours after the procedure. They had to provide an emergency kit to the patients because of the pain issue. The emergency kit included a topical anesthetic eye drop. A company clinical application specialist spoke to an optometrist at the facility who said flaps looked perfect post-operatively and they had begun to use a non-steroidal anti-inflammatory eye drop at the end of the procedure which has seemed to help the pain issue.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).